Event description:
It was reported that the device was used during a laparoscopic sleeve gastrectomy. On the 4th firing the device was articulated but during firing the device dearticulated at some degree. On the 5th firing, the device felt strange when fired. Only some of the staples were left and some of the drivers fell into the patient. The drivers were retrieved from the patient. Another device was used to complete the case. There was no adverse consequence to the patient. On what tissue type was the device used? Stomach. At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4th and the 5th. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Before--(2) green, blut. Was buttressing material utilized? Yes, gore seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Yes, on the 5th a few "clicking" noises. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? No. How long has the surgeon been using this device for this procedure (in years)? 1+. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). Damaged drivers, damaged cartridge, damaged one piece sled. Additional information was requested and the following was obtained: complete cut line but reported to be very jagged, slight oozing at the cut line and was controlled with cautery. The analysis found that one device was returned in good visual condition and with an ecr60b reload loaded in the device. The reload was fully fired on the left side and partially fired on the right side. Upon evaluation of the reload, the cartridge body, some drivers and the one piece sled were noted to be damaged. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The articulation mechanism worked as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.